Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(4) 2021. Blood glucose reading when admitted to hospital was 33 mg/dl. It was unknown that customer using auto mode feature active at the time of event. Customer was nauseous for 6 days. The insulin pump will be returned for analysis.